Manufacturer narrative:
Based on further engineering investigation update performed, a pra has been generated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of broken balloon was confirmed. As received, balloon was found to be ruptured in the central area. The central area of balloon latex was missing. No other visible damage was observed from catheter body or balloon windings. The through lumen was found to be patent and did not leak. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, balloon integrity inspection is performed as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient with this fogarty catheter, the balloon was broken and leaked fluid. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.